Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was completely unresponsive. The blood glucose reading was 9.5 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with currents in specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No blank display. Lcd board ok. No cracks noted down the front of the pump. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.